Event description:
Tracoe silicosoft ref 373-c ped size/ID 3.5, od 5.4, l 55mm- leaks from one point at distal end of cuff at cuff connection to outer lumen of trach. October 2022: FDA alerts that there is a worldwide silicone shortage due to an issue with the raw material used to manufacture silicone. Bivona and tracoe trachs that are almost exclusively used in the neonatal and pediatric population were difficult to order due to this. As our trach supply was getting lower, we needed to find away to process the trachs in house. Two months later we were able to create 2 separate methods to process inpatient trachs during the supply issue following the ifus for each trach. A part of the pre-use check with reprocessed trachs is to check the integrity of the cuff and instill sterile water for the check. This was when it was noticed to be leaking.